Event description:
It was reported during the implant procedure that there was lead positioning difficulty. The lead was not used. No patient complications were reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism and on the outer tubing overlay on visual inspection.